Manufacturer narrative:
Reason for reoperation reported as seroma, and gel bleed. The event of is seroma a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side ¿seroma, silicone bleed, globular yellow rubbery tissue, and capsular tissue with chronic inflammation¿. Device has been explanted.

Event description:
Healthcare provider reported left side ¿seroma, silicone bleed, globular yellow rubbery tissue, and capsular tissue with chronic inflammation.¿ device has been explanted.